Event description:
It was reported that the image on the 9800 system fluoro was too dark and the other times were light. The image quality was impaired. The customer did not save any images. No pt injury was reported.

Manufacturer narrative:
The service rep calibrated the image intensifier power supply.